Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the "b" button was not responding. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was programmed with correct time and date and monitored with for four days; several boluses were programmed and delivered during this time, the insulin pump delivered and recorded properly all bolus delivered. No bolus anomalies were noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.